Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was damaged. Additionally, the handle was locked, the bushing/capsule/clips were severely damaged, one of the bushing arms was missing, the core a/b sub assembly was damaged, and the mini-sheath was buckled/accordioned. The reported event of failure to release from catheter was verified. Based on the observed damage to the mini-sheath and clip assembly, the device was most likely advanced over the raised duodenoscope elevator; therefore, the most probable root cause for this complaint is use/user error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Additional information: confirmation was received that the resolution ii clip devices were used with a duodenoscope.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01400 addresses the other device. It was reported to boston scientific corporation that two resolution ii clip devices were used during an esophagogastroduodenoscopy (egd) performed in the fundus, on (B)(6), 2011. According to the complainant, after attaching two of the clips to the tissue, each failed to release from the catheter. The two clips were able to be removed from this tissue, but this led to a minor tear and bleed. The account reported that additional clips had to be used to complete the case. The patient's condition at the conclusion of the procedure was reported to be fine.